Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's whole system was explanted due to infection.

Event description:
New information notes that there is no allegation against the products. Infection causes unknown.